Manufacturer narrative:
The returned device was evaluated which included functional testing.  The device was turned on and one led on the display was dim when compared to the other segments.  During the operational testing the unit provided both audible and visual alarms and was able to obtain readings.  An internal inspection of the device was conducted and the dim led took a higher voltage to illuminate than the other segments of that component. A defective segment display component (d1) on the system board caused the led segment not to illuminate as brightly as the other segments. A service history record review reveals that this unit was in the field for over three (3) years with no confirmed issues related to this reported event.

Event description:
The customer reported that an led segment was missing from the display. No consequences or impact to patient were reported.